Event description:
Senseonics was recently made aware of an incident where one of the patients who was inserted with an eversense sensor developed redness at the insertion site that lead to an an infection, and the wound was moist and purulent. Patient sought medical attention.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The patient is suspected to have developed an insertion site infection.the risks identified for the eversense¿ cgm system are common to all cgm systems even though a minor surgical procedure is required for insertion and removal of the sensor. These include local infection, pain or discomfort, inflammation, bleeding at the insertion or removal site, bruising, itching, scarring or skin discoloration, hematoma, erythema, adhesive tape irritation and sensor fracture. The patient was treated with antibiotics for a week , wound is completely healed and the patient is doing fine. The sterilization record for this lot of sensor was reviewed and the sensor was sterilized as per specifications.